Event description:
A facility reported that the mayfield modified skull clamp (a1059) opened, and the head of the patient fell. There is a scratch on the skull of the patient. Additional information received as follows: which type of procedure? >> unknown. Occurred during the procedure. >> patient was under anesthesia. Increased the time of surgery? >> yes but duration unknown. Was the medical team able to finalize the surgery? >> yes, use another device. Patient was an adult. How were the wounds treated? >> unknown. Other consequences for patient health? >> no. Current state of health of patient? >> unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the customer's statement was confirmed as valid after evaluating the device: the inspection shows that the skull clamp has a sticking swivel lock assembly, and a residue buildup is present. There is a lot of limescale inside the clamp, and this could be the reason why the lock is stuck. For the adjustment of the lock assembly new components need to be added to replace worn internal parts. The torque screw is marked with 1400550, and the surface of the unit may have been damaged by incorrect decontamination. However, this does not affect its functionality. To resolve the issues, the internal parts were replaced to adjust the unit and the swivel lock assembly was cleaned. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test to manufacturer specifications. Root cause - the complaint is confirmed. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2010), and required cleaning and replacement of worn parts from routine use and wear. Additionally, improper or suboptimal placement of the skull clamp can contribute to slippage or movement of the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.